Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #3, ( . ), #4, #5, #6, #7, #8, and #9 key to be inoperable caused by a failed keypad. It was observed that wehn any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the "abc" key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it has an inoperable/malfunctioning keypad. There was no patient involvement.